Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/24/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Upon visual analysis of the returned product revealed that one empty foil packet, a winding former with eight needle product code vcpb725 were received for evaluation with the packaging previously opened and used. The product is control release, and each packet should contain eight strands. During the analysis of the returned product the eight needles were received without sutures and the swage and attachment area were noted to be as expected. The detached needle cannot be identified due to marks observed in the needles that appears to be caused by use of surgical instrument. Pull test was not performed due the returned conditions of the samples. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength -= 275 ¿g /m.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/3/2021 . H6 component code: g07002 no device return. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: lot number: unknown => rgmhzr. Qty to be returned: 1 => 0. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional information was requested and the following information was obtained: what is the lot number? No further information is available. Device return follow up. We regularly contact with sales rep about the device returning. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2021 and a suture was used. During the procedure, the suture pulled off the needle when it was pulled lightly. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.